Manufacturer narrative:
Visual analysis and sem analysis was performed on the returned device. The reported balloon rupture and separation was confirmed. The difficulty removing was not tested due to the condition of the device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints. The investigation determined that the reported difficulties were likely due to case related circumstances. It is likely that the balloon rupture initiated longitudinal and was the result of interaction with the calcified lesion or associated devices. In addition, the resistance noted during removal and radial separation of the balloon was likely the result of the ruptured balloon material catching on the introducer sheath or anatomy during removal. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a shunt with calcified stenosis. The armada 35 was advanced and during the first inflation at 12 atmospheres, the balloon ruptured radially around the shoulder of the balloon and was in two pieces. The balloon pieces, wire and sheath were removed as a single unit. There was no adverse patient effect or a clinically significant delay. The shunt was re-accessed and the procedure completed. No additional information was provided.